Event description:
It was reported to us by the patient that at the similar time when implanted with imhs nail the patient developed a psoriasis-arthritis and that now a possible allergy to the material of the nail is presumed.